Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "performance of the lumenless 4.1-fr diameter pacing lead implanted at alternative pacing sites in congenital heart: a chronic 5-year comparison." Pacing and clinical electrophysiology: pace.33(12):1467-1474.

Event description:
A journal article was reviewed that contained information regarding this lead. The article indicated that the lead had dislodged and was repositioned. No patient complications have been reported as a result of this event.